Event description:
A malfunction alarm was reported by the customer regarding the pump. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if any issues arise again.